Event description:
It was reported that there was particulate matter in the fluid path of a minicap extended life transfer set. This occurred during patient use. Ther reporter stated that the tubing was blocked by the particulate matter. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported issue. Visual inspection, clamp function testing, leak testing and clear passage testing were performed with no issues noted. An evaluation of the returned device was unable to confirm the report of particulate matter blocking the tubing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.